Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent ventricular over sensing on the right ventricular (rv) lead on recorded ventricular fibrillation (vf) episodes. The lead remains in use. No patient complications have been reported as a result of this event.